Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This device report, 2649622000201201223, is being redacted because medtronic received additional information indicating that the device reported on was not the device at issue. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant, the lead had a unipolar impedance of 1250 ohms which was higher than the bipolar impedance of 1100 ohms. It was indicated that detection was okay, but the lead had no capture at 10 volts. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.